Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector pins) has been confirmed. Upon eval pins in the electrode belt's trunk cable connector were bent. The root cause for the bent pins was unable to be positively identified, but was likely excessive force applied when the belt was mated with the monitor. No adverse event occurred due to the bent pins in the electrode belt trunk cable connector. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt, to report that the electrode belt would not connect to the monitor. The pt was provided with a replacement electrode belt.